Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was inaccurate. Reportedly, the customer had received multiple, intermittent alarms; however, only alerts and reminders were found during pump data review by tandem technical support. Customer's blood glucose level was 130 mg/dl.